Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer's glucose was 414 mg/dl. Status of auto mode feature at the time of incident was unknown. The insulin pump will not return for analysis.